Event description:
It was reported that this was a vessel closure of an unspecified access site using a prostyle device related to an interventional procedure. Reportedly, the device experienced a deployment failure during step 3 [suture retrieval issue]. An additional perclose device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The failure to cycle was confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. A review of the production record for the reported lot was performed and revealed no manufacturing nonconformities. Based on the reported information and the observations from the returned analysis, the investigation determined that the reported issue appears to be related to circumstances of the procedure. It is likely that an interaction with patient anatomy or inability to maintain position/stability of the device during deployment contributed to the needle to cuff miss. In this case, an anterior cuff miss occurred. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.